Manufacturer narrative:
(B)(4). Evaluation by carefusion is anticipated but has not yet begun. (B)(4).

Event description:
The customer reported that the ventilator won't pressurize. The reset button seems to click like it's activating and it turns green but no pressure will build up in circuit. This happened during set up, no patient involvement.